Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to contamination inside the switches of the main keypad.

Event description:
A customer contacted third-party service agent for service of their device. Upon initial evaluation, it was observed that main keypad on customer's device is not working. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted third-party service agent for service of their device. Upon initial evaluation, it was observed that main keypad on customer's device is not working. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.